Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical coordinator reported that five months following an intraocular lens (iol) implant procedure, the surgeon exchanged the implanted iol for a different lens model with one and a half diopters more power. The reason given for the explant was wrong power. Additional information has been requested.